Event description:
Per the surgeon, it was reported that the patient experienced extrusion of the electrode into the ear canal. Revision surgery is planned; however has yet to occur as of the date of this report.

Manufacturer narrative:
Per the clinic, revision surgery was conducted on (B)(6) 2018 to repair the extrusion. During the procedure the surgeon removed a cholesteatoma and adjusted the shallowness of the tympanic membrane. The implanted device remains in-situ. This report is filed on june 28, 2018.